Event description:
It was reported that the customer had a button error alarm during bolus on the insulin pump. The customer's blood glucose level was 131 mg/dl.the customer stated that the buttons are not working and the button error cannot be deleted. The customer insulin pump was replaced. No further details griven.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture on keypad traces. No button error alarm during testing. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.